Manufacturer narrative:
It was reported that patient concurrently underwent total vaginal hysterectomy, uterosacral ligament suspension and cystoscopy.

Event description:
It was reported that patient concurrently underwent total vaginal hysterectomy, uterosacral ligament suspension and cystoscopy.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) - exposure. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2011 and an obturator sling was implanted. The patient experienced pain, erosion, infection, bleeding, vaginal scarring/shrinkage, exposure/extrusion/protrusion, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh removal on (B)(6) 2012 by due to eroded sling and significant pelvic pain. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.